Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Sales consultant reported a broken extraction screwdriver and a bent drill/tap and screw guide with post. The extraction screwdriver was discovered broken at the tip of the threaded portion of the instrument on the back table and had no contact with patient. The sales consultant was not sure how or when the instrument became broken. This is 1 of 1 report for complaint (B)(4).